Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, dismantled the unit, re-fitted a new 300 psi valve, o-ring, and reassembled the system. Performed a full calibration as per normal. All functional and safety checks performed.